Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and non-calcified circumflex artery and obtuse marginal artery. Predilation was performed with a 2.5x12mm emerge balloon catheter. A 3.50 x 32mm synergy xd drug-eluting stent was advanced and deployed in the proximal circumflex artery for 14 seconds at 11 atm. However, during procedure, the stent dislodged and migrated to the aorta. The stent was removed via snare. An emerge 1.5x12mm balloon catheter was inflated for 29 seconds at 14 atm in the first obtuse marginal. Subsequently, a 2.50x28mm a synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The stent was removed via snare. The procedure was completed with a different device. There were no patient complications nor injuries reported.